Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2019. This report is filed on april 02, 2019. (B)(4).

Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on may 23, 2017.

Event description:
Per the clinic, the patient experienced infection at implant site in (B)(6) 2017 (specific date not reported). Subsequently the patient was treated with IV antibiotics and IV steroids (date and duration not reported). The implanted device remains.